Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 18, 2024.